Manufacturer narrative:
The customer reported that the unit failed defib pads test during opcheck. The unit was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the unit failed defib pads test during opcheck.